Event description:
The customer reported that while running a hepatitis core assay, summit sample handling did not pipette sample or reagent into well position a5 and no error message was given. A field service engineer was dispatched and could nopt duplicate the event. Fse replaced tip clamps, sleeves and compression springs in positions 4 and 5. No death or serious injury was associated with this event.